Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the second firing of laparoscopic partial gastrectomy, they connected the reload to the handle. The surgeon approached to the cut the end of the stomach, and pushed the green button and confirmed the buttons flashed green. They opened jaws and released the firing mode, then re-clamped the tissue, however could not fire the device. They replaced a new reload and the firing was successful. The sales representative checked the reload in question, and noted the staples slightly appeared from the staple pockets of the proximal end. The procedure was completed with another device. The surgical time was extended by less than 30 min. There was no patient injury.